Event description:
It was reported that the laser acknowledged the fiber was good. When the device went from standby to ready, it sounded as if it was firing but no energy was being emitted. The customer had a backup omniguide co2 laser in the room, so the fiber was replaced immediately. The procedure was completed without any patient complications. The fiber was returned, and analysis identified a fracture in the fiber tip.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify any defects. Microscopic inspection of the fiber tip identified a fracture. The aiming beam exiting the tip was distorted due to the fractured fiber tip. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated contributed to the observed fiber tip fracture. The instructions for use (IFU) state the fiber is designed to be used in non-contact mode. Keep inadvertent contact between the fiber tip and tissue to a minimum. Firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the laser acknowledged the fiber was good. When the device went from standby to ready, it sounded as if it was firing but no energy was being emitted. The customer had a backup omniguide co2 laser in the room, so the fiber was replaced immediately. The procedure was completed without any patient complications. The fiber was returned, and analysis identified a fracture in the fiber tip.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify any defects. Microscopic inspection of the fiber tip identified a fracture. The aiming beam exiting the tip was distorted due to the fractured fiber tip. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated contributed to the observed fiber tip fracture. The instructions for use (IFU) state the fiber is designed to be used in non-contact mode. Keep inadvertent contact between the fiber tip and tissue to a minimum. Firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.